Manufacturer narrative:
(B)(4). Report source: united kingdom. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure post implantation due to fractured articular surface. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable as the locking bar is packaged with the tibial tray. The initial report was submitted for articular surface in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as the locking bar is packaged with the tibial tray. The initial report was submitted for articular surface in error and should be voided.